Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that the patient experienced bleeding at the sheath access site. After a pulse field ablation (pfa) procedure using a faradrive sheath the patient was discharged, but that night went to the emergency room (ER) to stop bleeding at the access site. The patient was directed not to stop taking her blood thinner prior to the procedure and was directed to continue taking her blood thinner post procedure (rivaroxaban). The physician had put in a plug at the incision site after the procedure. In the ER a stitch was placed at the site to stop the bleeding. The patient stated she felt much better and fine after the ER visit, though further medical follow-ups were scheduled. The device is not expected to be returned for analysis.